Event description:
It was reported that a minicap sponge came out from the inside of the minicap. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.